Event description:
Nellcor puritan bennett rec'd a call from a rep on 10/18. During svc they found a stop cycle condition that was corrected by replacing the logic board. Logic board was returned to MFR.